Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor screen not accepting commands, was unconfirmed as the unit operated properly when checked by technical service. The unit was operated for several days ¿ no issues were observed or duplicated. The system monitor was tested and returned to the customer. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU), heartmate 3 lvas IFU and heartmate ii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: the date received by manufacturer was inadvertently left blank in the previous report. The correct date was june 9, 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 UDI: corrected section g2: corrected section g4 PMA: corrected section h8: corrected manufacturer's investigation conclusion: the reported event, of the system monitor screen not accepting commands, was unconfirmed as the unit operated properly when checked by technical service. The unit was operated for several days ¿ no issues were observed or duplicated. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in may2018. The packaged system monitor was placed into inventory on 19may2018. The unit was shipped to the customer on 02oct2018.there were no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b setting up the system monitor for use with the power module), heartmate 3 left ventricular assist system (lvas) IFU (rev b system monitor) and heartmate ii lvas IFU (rev h system monitor). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Two of the surgeons were trying to alter the set speed. When trying to change the rpm they could access the page that lets them do this but the screen wasn¿t registering when they tried to actually press the up and down buttons. No further information was provided.